Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. The cause was determined during a visual inspection to be a damaged downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be an out of specification ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. The process step was after delivery. There was no patient involvement. No additional information is available.